Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: lvp pump was reported to me that service required appeared on pump. The av (actuator valve) pins and loading guide was cleaned . No problem found while testing pump. There was no any report of patient harm or of the issues stopping an active infusion a preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was unknown. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sticky pins. After decontamination, the device did not have noticeable drag on the fva pins. The pump was put through and passed a mock infusion. An internal investigation was performed, and it was found there was slight contamination on the fva pins. The pins were cleaned, and the device passed mock infusion. The loading pins were also inspected and no signs of drag or contamination were observed.

Manufacturer narrative:
Corrected section d to match gudid.